Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: received information as following from sales rep via phone today. After investigation, the patient was a 72-year-old male who underwent laparoscopic hernia surgery in the (B)(6) on (B)(6) 2024. The operator used the suture (sxpp1b453) to perform the direct hernia sac sewing in a continuous sewing way. During the sewing, the needle broke (the specific broken end length of the needle was unknown) and fell into the patient's body. The operator immediately gave the patient intraoperative CT examination to assist in finding the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent operation went smoothly. This event did not cause any harm to the patient except for prolonged operation time (specific prolongation time was unknown) (it did not damage the patient's intestinal canal, celiac vessels). No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. - was\were the needle piece(s) retrieved during the same procedure? - was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, is there any plan in place to remove the needle piece(s) in the future? Please provide details. - lot number? --please refer to the event description, other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and barbed suture was used. During the procedure, under endoscopic visualization, suture was used to suture the hernia sac to eliminate the cavity. After suturing, pull the suture to observe the needle, and it can be seen that the needle tail is broken, and the needle tip cannot be found. After positioning with a c-arm, residual needle tip can be seen in the pelvic cavity, and a needle holder can be used to clamp and remove it. The occurrence of this event may pose a risk of damaging the patient's intestinal tract, mesentery, and intra-abdominal blood vessels. There were no adverse consequences reported. Additional information was requested.